Event description:
During a scheduled shoulder surgery, the md was drilling into the humerus bone to allow it to be sutured in place, when the drill bit broke off in the pt's shoulder. The broken bit was left in the bone as the md felt that attempted removal would cause undue trauma to the pt. The md used another drill bit to complete the case without further incident. Diagnosis or reason for use: needed for dialysis.